Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing. The pt was also experiencing an increase in seizure activity. It is unk if the increase was above pre-vns baseline level. It is unk if there was any pt manipulation or trauma to the device site. X-rays were taken to assess the integrity of the implanted device. Physician indicated that a lead break was visualized on the -xray views taken of the device. Diagnostic tests performed on the pt's device at initial implantation surgery were within normal limits. The pt's device was replaced successfully and the explanted products were returned to the MFR for analysis. Product analysis is currently underway. Good faith attempts to obtain additional info regarding the reported events and to obtain x-rays for review have been unsuccessful to date.